Event description:
As reported by legal brief, approximately 5 years post left tka, this (B)(6) female patient underwent left total knee arthroplasty revision for prothesis wear. The patient started having pain and associated dysfunction approximately about a year ago and workup ensued and was negative for infection through aspirin as well as lab work, then CT scans showed some lytic lesions concerning for particle disease. Patient was revised to competitor. The device is not available for evaluation.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left sz 1 (cat# 02-010-03-0210 / serial# (B)(4)); lgc tibial fit tray cem sz 1f / 1t (cat# 02-012-45-1010 / serial# (B)(4)); three peg patella 29mm (cat# 200-02-29 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) the revision reported was likely the result of implanting a slope insert with a posteriorly inclined tibial tray, which may have led to excessive posterior slope and subsequent femoral articulation on the posterior edge of the insert. The reported pain and osteolysis may have been related to the observed delamination and fragmentation on the explanted tibial insert and/or patient-related conditions. However, this cannot be confirmed because the component was not available for evaluation and no x-rays were provided. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.